Manufacturer narrative:
The lot number was not provided and a lot history review was not performed. The device was not returned to bd for evaluation; however, medical records were provided to review. The investigation is confirmed for filter tilt and retrieval difficulties. Based upon the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced retrieval difficulties and filter tilt. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a 44 year old female with weight not provided.